Manufacturer narrative:
(B) (4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an "axial lumbar interbody fusion" from l5-s1 using rhbmp-2/acs. The pt had a non-union of facet screw fixation at l5-s1 with continued complaints of low back pain, right leg pain, and numbness and tingling in the right leg as well as weakness. CT scans, MRI and x-rays were done. Approximately 4 months post-op, the pt underwent a revision procedure with pedicle screw fusion and removal of the bilateral pedicle screws. The pt continues to complaint of low back pain and right leg pain with numbness/tingling.